Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: no defect was found. Testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The pump completed and passed a 29 hour flow accuracy test; and was found to be delivering within the required specification. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The existing black box and alarm history were reviewed and show no errors or alarms connected to the complaint.

Event description:
On (B)(6) 2012, the patient reportedly had a low blood glucose reading of '55 mg/dl' and ate ice cream. While the patient was watching tv, he was still feeling low blood glucose. He got up to check his blood glucose when he felt his leg cramp and passed out. The patient's wife was able to have the patient regain conscious while waiting for the ems to arrive. The patient's wife was on the phone with animas during the process. The patient eventually tested at 69 mg/dl. The phone call ended once the ems arrived. Furthermore troubleshooting with the animas insulin pump is required to evaluate what attributed to the patient's hypoglycemia. Animas made several attempts to contact the patient for more information but was not successful. This complaint is being reported because the patient had low blood glucose of 55 mg/dl, passed out, and required medical intervention while on insulin pump therapy. It is not clear whether product malfunction, use error, intentional misuse, or diabetes management attributed to the alleged incident.